Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.50mm x 16mm) did not open. The procedure was completed successfully with a different pipeline. No additional information was available. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).